Manufacturer narrative:
(B)(4).

Event description:
The lead site became infected and the lead was removed sometime in 2009. Recently, while the pt was driving a 600 mile stretch the ins site became infected and started to drain yellow/green fluid from the incision. Further information is being requested from the hcp.